Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one groshong catheter segment were returned for sample evaluation. Along with return sample one x ray report provided for review. Visual, microscopic visual, tactile and functional evaluations were performed. A kink was noted on catheter segment. A complete circumferential break was noted to the proximal end of the distal catheter. Striations were noted at the edges of break. Therefore, the break was determined to be an incidental finding. Upon infusion catheter was patent to both infusion and aspiration. No leaks were observed. The distal catheter segment was gently stretched, and normal elasticity was felt in tactile evaluation. The image review depicts the device was correctly positioned and the catheter was unremarkable. Therefore, the investigation is confirmed for the deformation issue. However, the investigation is unconfirmed for the reported stretch issue as normal elasticity was felt in tactile evaluation. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year, one month and twelve days post a port placement through the jugular vein, the catheter was allegedly found to be loosened like been stretched in a certain position before the jugular vein, in the subcutaneous tunnel after removal. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, an image was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year, one month and twelve days post a port placement through the jugular vein, the catheter was allegedly found to be loosened like been stretched in a certain position before the jugular vein, in the subcutaneous tunnel after removal. There was no reported patient injury.